Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument jaws broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragments fell into the patient and the missing material or damage occurred outside of the surgical procedure. There were no reports of fragments falling from the device while in use within the patient, and there have been no patient complications related to retention of foreign material.